Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller states pt is needing a knee MRI but the pt has not turned on or charged their ins in the past two years (since the pt's last MRI). The caller noted that the pt also mentioned the system 'not working properly' but caller did not know what that meant--agent speculates that this statement may be related to the fact the pt has not charged in two years and thus the ins is likely in an overdischarge (od) situation. The caller states the pt states the physician told the pt that the system would need to be removed, agent unsure if doc is aware of od. The ins has likely been in od for the two years noted here (event date) but it is unclear when the 'not working properly' began. Additional information from the hcp indicated that the patient's ins is in overdischarge and is unable to be restarted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.